Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels under 50 mg/dl. The customer reported that the cause of the low bg levels were due to exercising or calculating the carbohydrates incorrectly for the food consumed. To treat the bg level, the customer consumed glucagon and carbohydrates. The customer reported receiving assistance from the contact when administering the glucagon. Reportedly, due to having ongoing low bg levels since being diagnosed with diabetes, the customer experienced "memory issues"; however, the customer reported that the issues were not caused by the pump or supplies. Recommendation was made to consult with health care provider regarding diabetes management.